Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The leak was further described as fluid emerged from the cassette compartment of the cycler while the patient was attempting to remove their supplies. The leak was discovered after the patient had already finished their treatment. The technical support representative advised the patient to discontinue use of the cycler. The cause for the leak was unknown. The patient had manual supplies to continue with their treatment while the cycler was unavailable. The cassette used at the time of the incident was discarded. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. The patient has since received a replacement cycler and been able to continue their treatment without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.